Event description:
Information received does not address the patient's clinical status but notes that a message appeared that the installed software did not support the device. When "continue" was pressed, evvi programming was successful, but additional programming was not available. The patient had undergone rf ablation earlier in the day. Prior to that procedure, the device was programmed to 70 ppm, voo mode. Remaining battery longevity at a november 2001 follow-up was 5 months.